Event description:
It was reported by a foreign distributor that three (3) patients sustained first degree burns to the leg, bikini and arm areas respectively following hair removal treatment with a lumenis lightsheer duet laser, et handpiece. No information regarding a report of serious injury or medical intervention to preclude serious injury was received.

Manufacturer narrative:
Lumenis investigated the reported events obtaining patient information, treatment settings, patient photographs and subject device identifier information from the distributor. Additionally, the distributor provided historical service records for the subject device. An examination of the subject device by a lumenis-trained technical specialist concluded the device operated to manufacture specifications. The technical specialist noted that debris build up was observed on the treatment tip and calibration port as a result of insufficient cleaning by the device operator in contradiction to device labeling and common medical practice. Additionally, the specialist stated "treatments were done with a higher than normal energy output due to improper calibration with dirty tip and calibration port." Subject device malfunction is not the suspected root cause of the event reported. A lumenis healthcare professional evaluated the reported events details and patient photographs concluding the reported treatment settings were aggressive based on common medical practice and device labeling. Furthermore; the professional concluded the probable root cause to be debris build up on the treatment tip and calibration port as a result of insufficient cleaning by the user facility in contradiction to device labeling. A review of subject device labeling found the following precautionary statements: "warning- the sapphire tip of the et handpiece must be kept clean during patient treatment. Foreign matter on the tip will get hot due to absorption of laser light and can cause epidermal injury and substantially increased pain."